Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging an issue ventilator inoperative related to a ventilator's sound abatement foam. The device was evaluated.the manufacturer concludes that they could not confirmed the ventilator inoperative condition and there was visible tobacco contamination. All the parts were not replaced, needs to be cleaned thoroughly. Software will need upgraded to the current version..

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue ventilator inoperative condition occurred related to a ventilator's sound abatement foam. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated.there was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected.the device powered on and airflow was confirmed.the device's downloaded logs were reviewed by the manufacturer.there were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
In previous report section h10 mentioned incomplete, correct h10 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue ventilator inoperative related to a ventilator's sound abatement foam. The device was evaluated.the manufacturer concludes that they could not confirmed the ventilator inoperative condition and there was visible tobacco contamination. All the parts were not replaced, needs to be cleaned thoroughly. Software will need upgraded to the current version. Section h6 has been corrected and updated in this report.